Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an unexpected restart alarm during normal use. The customer¿s blood glucose was at the time of the incident was 8.6 mmol/l. The insulin pump was not stored or not in use for an extended period. Troubleshooting was performed, and the customer received another unexpected restart alarm after changing the battery and battery cap. It was advised that the insulin pump would be replaced. The product will not be returned for analysis.